Event description:
It was reported that a pump powers on and off without user input. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref # (B)(4). Baxter evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The backflex was replaced.